Event description:
Customer reported via phone call the insulin pump had alarmed motor error, while customer was filling the cannula. Customer's blood glucose was 118 mg/dl. Customer does not recall any significant event which may have caused the insulin pump to alarm. The insulin pump was not exposed to an MRI. Customer does not use the sensor feature on the insulin pump. Troubleshooting was performed and customer stated the insulin pump was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm noted. The motor was tested and it passed. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.